Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture, high number of the sensing integrity counter (sic) episodes, polarity switch, high impedance, noise, undersensing and lead fracture was suspected. It was also noted that the right atrial (ra) lead exhibited high impedance. Rv lead was reprogrammed and ra lead remains in use. It was also noted that cardiac perforation and tamponade were observed during the implantable pulse generator (ipg) upgrade but without clear information on what device caused these issues. No further patient complications have been reported as a result of this event.